Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving a motor error alarm after changing reservoir and battery due to a no delivery alarm. Customer's blood glucose was 411 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed more than one motor error alarm within the last thirty days. Customer was advised that insulin pump would need to be replaced.